Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod between 37 and 48 hours, the site was dry, red, irritated and blood glucose (bg) levels rose up to 14 mmol/l (252 mg/dl). The patient visited the doctor, who prescribed a cream (sorbadarn, cavelon) to be applied before application of the pod.